Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 24 september 2015 with the following findings: battery cap/cartridge cap were not returned; test caps used to complete testing. Review of the black box data and download history revealed the last delivered bolus was a 4.00u bolus on (B)(6) 2015 at 17:08. The pump was manually suspended on (B)(6) 2015 17:26; deliveries never resumed. Pump was manually suspended on (B)(6) 2015 08:53 and manually resumed at 11:54. Manually suspended on (B)(6) 2015 11:57 and manually resumed at 12:15. Manually suspended on (B)(6) 2015 12:19 and manually resumed at 14:46. The daily insulin delivery totals correctly reflect user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. No errors, alarms or warnings occurred during testing. Investigation did not duplicate the complaint and the pump was found to be performing within required specifications without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015 there was an inaccurate delivery issue with the pump. The patient reportedly experienced an adverse event; no blood glucose measurements or symptoms were provided at the time of the reported incident. The patient reportedly was treated at the hospital via insulin injection. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged pump malfunction noted above.

Manufacturer narrative:
Follow up #1 submitted: 09/15/2015. Animas has become aware of additional information relevant to this complaint. The reporter has provided the following additional information: the patient finds that the pump does not inject insulin at the request of a bolus. The patient reportedly performs a first bolus of 35 units to 19 hours just before lunch because the blood sugar was controlled to 4.70 g/l; the patient then injected 5 additional units of insulin. A third control was made at 4 am showing blood sugar was about 5 g/l and that does not diminish with the 5 additional units. The reporter stated that the patient reported the pump shows the units of insulin were delivered, but nothing came out. The patient reportedly went to the hospital where the infusion set was changed with no improvement in delivery by the pump. The patient was reportedly hospitalized for 30 hours for hyperglycemia with diabetic ketoacidosis. A bolus injection of 9 units was attempted with the same pump using a different cartridge, but the pump demonstrated the same problem. The reporter states that the patient follows the instructions for product use correctly and follows diabetes management per the health care provider¿s prescription. This additional information does not affect the original reportable type or reportable classification of this complaint.